Event description:
It was reported a balloon detached from the catheter shaft upon removal following successful declotting of an arteriovenous hemodialysis fistula graft procedure. The detached balloon remained at the skin site and uneventful retrieval utilizing tweezers followed. The pt's condition is good. A portion of this device was returned, evaluated, and retained by this MFR. The balloon was detached and not returned for evaluation. The engineering evaluation indicated the shaft was flattened and damaged from 8 mm to 5.2 cm from the distal tip. The co's f/u revealed an introducer sheath was not being used with the balloon catheter and a great deal of resistance was encountered upon removal of the balloon catheter. The balloon catheter was also used in a non-indicated procedure, declotting an arteriovenous fistula graft. This device displayed characteristics consistent with exertion against resistance, a flattened shaft. The co believes these factors may have contributed to this event and do not attribute it to the device. However, without evaluating the entire device co is unable to determine the exact cause for this event. The co's directions for use state: "medi-tech occlusion balloons are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures...any use for procedures other than those indicated in the instructions is not recommended...if resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, or vessel."